Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message" was confirmed during the functional testing and the event log review. The root cause for the reported complaint was due to the saline residue in the air trap holder and on the air trap sensor board probably caused by start-up kit (suk) leak. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message during functional testing. Noticed saline residue in the air trap holder and on the air trap sensor board. The event log review showed occurrence of mid:09 error message on the reported complaint date. The system passed functional testing after cleaning the saline residue. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During setup for patient treatment, the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message. The user power-cycled the system 5 times, however, the error message was unable to be cleared. The patient treatment was started with another ivtm system. No known impact or consequence to patient information was provided.